Event description:
This lead was implanted on (B)(6) 2005. A call to technical services on 9/15/2011, states that while removing a different lead, this lead dislodged. It was explanted. The physician was dr. (B)(6) at (B)(6). No patient issues or symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).